Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead was oversensing noise. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the right ventricular lead had reoccurrence of noise and high ventricular rate episodes. It was not reproducible in the clinic. The physician will continue to monitor. The patient was in stable condition.